Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. A corrective and preventive action (CAPA) was opened to address this reported trend. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test of the tracheostomy tube cuff in the patient's home, it inflated asymmetrically. No patient injury was reported.